Manufacturer narrative:
(B)(4). The customer alleged that there was a failure of the monitor to alarm, which resulted in a death. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer alleged that there was a failure of the monitor to alarm, which resulted in a death.